Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that image processing computer degraded disk bay board. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found ippc degraded disk bay board - frontal (v2). To resolve the issue, the fse re-connected ippc disk bay and inserted sata cables and hdd¿s. After repairs the device returned to good working order. He codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.